Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of stomach on a laparoscopic sleeve gastrectomy, the surgeon was unable to squeeze the handle and the device did not fire. The device was safe on the first staple without being able to staple the tissue. The surgeon has changed the charger, but had the same problem. The surgeon made the decision to change the device and from there, the new device worked. There was no patient injury.